Event description:
The patient was implanted with an uphold lite mesh as a participant in the (B)(4). It was reported to boston scientific corporation that the patient sought medical attention on (B)(6) 2014 for suprapubic bloating and dysuria that had been ongoing for 2 days (onset (B)(6) 2014). Vaginal itch was also reported. The patient was seen by her primary care physician for the dysuria and vaginal itch; urinalysis was negative and possible vaginitis was treated with topical steroid cream. The suprapubic bloating was assessed as moderate in severity and relation to the procedure and/or device was assessed as probable. The dysuria and vaginal itch were assessed as moderate in severity with possible relation to the procedure and/or device. All three events (suprapubic bloating, dysuria, and vaginal itch) were unresolved as of the last patient visit on (B)(6) 2014.

Event description:
The patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial (super study). It was reported to boston scientific corporation that the patient sought medical attention on (B)(6) 2014 for suprapubic bloating and dysuria that had been ongoing for 2 days (onset (B)(6) 2014). Vaginal itch was also reported. The patient was seen by her primary care physician for the dysuria and vaginal itch; urinalysis was negative and possible vaginitis was treated with topical steroid cream. The suprapubic bloating was assessed as moderate in severity and relation to the procedure and/or device was assessed as probable. The dysuria and vaginal itch were assessed as moderate in severity with possible relation to the procedure and/or device. All three events (suprapubic bloating, dysuria, and vaginal itch) were unresolved as of the last patient visit on (B)(6) 2014. Correction march 12, 2015. The suprapubic bloating and dysuria had start date (B)(6) 2014. (B)(6) 2014 was the implant date for the device.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.